Manufacturer narrative:
Reference: CAPA-20-00141.

Manufacturer narrative:
(B)(4). Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac).av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is re approximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. The event would be reportable if there is an allegation of device involvement by the patient¿s physician. Alternatively, there may be occasions where the investigational response reveals or the surgeon alleges an over-sized valve contributed to the event. In this case, there was investigational evidence of valve contribution and over-sizing. The root cause of the event cannot be conclusively determined. However, it is likely that patient and procedural related factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 29mm pericardial mitral valve was explanted on pod #1 due to av groove disruption. A 27mm pericardial mitral valve was implanted in replacement. Per obtained medical records, the patient underwent mitral valve replacement and CABG x4. Overall the tissue quality was quite poor and friable and due to the size of the patient¿s hear, exposure of the mitral valve was difficult. The 29mm was successfully implanted with no pvl. The patient had dense caoagulopathy and it was decided to pack the patient open with chest tubes in place. The patient was then taken to the cardiac surgical ICU in stable condition with an open chest. There was concern of posterior injury to the mitral valve annulus and the patient was quite coagulopathic. A large posterior disruption of the av groove that had hematoma progressing from the p2 valve insertion point towards p1 and p3. A new 27mm pericardial mitral valve was implanted. Post procedure, there were no perivalvular leaks and excellent functioning mitral valve with good cardiac contractility on minimal inotropic support. The patient did require massive transfusion due to profound coagulopathy, but there was excellent hemostasis at the end of the procedure. The patient developed intractable vasoplegia and had worsening end organ dysfunction. A discussion was had with the family who elected to make him comfort care. He expired in the csicu with his family at the bedside on pod 15 due to profound vasoplegia.